Event description:
Dealer alleges the right rear wheel came off the chair and the patient allegedly fell out of the chair and was injured. Dealer states the patient allegedly sustained a pelvic fracture when she fell out of the chair. She allegedly required hospitalization.